Event description:
The target lesion was in the proximal lad, with mild tortuosity, no calcification, and a 90% stenosis. After veiwing with ivus, the lesion was direct stented using the penta stent; however, bleeding was noted at the distal stent edge. The stent delivery system (sds) balloon was used to stop the bleeding. Using ivus again, it was noted that the stent was expanded to a maximum of 4.7mm.